Event description:
It was reported that the patient experienced a spinal leak shortly after implant surgery. Per the reporter, "some fluid leaked out of his cns into an area on his back which then this area became tender". The patient also experienced headaches, fever and dizziness. The pump contained prialt 25 mcg/ml formulation; daily dose was not reported. The hcp aspirated/drained the area on the patient's back of approximately 70 ml of fluid described as mostly cerebrospinal fluid and a little blood. The hcp then applied pressure dressings, advised bedrest and prescribed oral antibiotics (bactrim) and over the counter analgesics.